Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted for a stage 1 trial evaluation. It was reported that the trial patient had chronic diarrhea since the trial evaluation. The patient stated that their healthcare professional (hcp) knew about this and were told that it was because they were on powerful antibiotics. The patient was going enquire about the use of probiotics for the issue. There were no further complications reported or anticipated.